Event description:
It was reported that the image quality on the 9800 system was poor. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Completed a generator calibration. The system was tested and found to be working as intended and placed back into service.